Event description:
It was reported the device exhibited ec 45639 when powered on. The event occurred during testing, here was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a peeled dso seal, and a scratched lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the most probable cause is the pwa board. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.